Event description:
(B)(4).

Manufacturer narrative:
Steris is not aware of any adverse clinical event associated with this incident or a malfunction of the system 1 processor. It was reported that the affected olympus 160 series bronchoscopes were not used in patient procedures. A steris service technician inspected the system 1 processor and verified that it was operating properly; both the diagnostic and sterile test cycles passed. The processor is maintained and serviced by the facility biomedical department. Steris clinical education specialist visited the user facility to observe their scope processing and cleaning practices. The clinical specialist observed that the user facility does not measure the water used to dilute the enzyme cleaner during scope cleaning in accordance with the cygnus medical endopack pre-clean kit labeling which requires 3 gallons of water per packet. In addition, the facility uses hot water to dilute the enzyme cleaner, and does not rinse off the cleaner/water solution from the scope upon completion of pre-cleaning. (B)(4). As previously noted, steris has performed material compatibility testing relative to the olympus series 160 bronchoscopes as part of our device testing and validation program. That testing showed no flaking or peeling of the insertion tube as a result of processing in system 1 for 300 cycles. In addition, olympus labeling does not restrict the use of the olympus 160 series bronchoscopes in system 1. Device manufacturing or customer use/handling issues that can contribute to premature degradation of endoscopes include: pre-cleaning practices - utilizing harsh or incompatible pre-cleaning materials (steris recommends utilizing steris's enzymatic cleaner), manufacturing or quality issues with the endoscope, and/or third party repairs that utilize incompatible material.